Manufacturer narrative:
Film evaluation results are: a review of 3 still angio images during an intervention confirmed that an aneurx stent graft system was implanted in the patient, and that the bifurcate had migrated into the aaa sac. Contrast injection showed a proximal type I endoleak and likely aaa rupture. A balloon was seen inflated proximal to the renal arteries. Per the calibrated catheter, the flow lumen diameter of the proximal neck was approximately 30mm. No other obvious stent graft issues were observed. Images showing the implanted endurant aui were not seen in the films. The exact cause of the stent graft migration, leading to the proximal type I endoleak, aaa rupture, and patient death, could not be determined from the limited films provided. Earlier post-implant films were not available for review and comparison. However, it appears likely that the migration was caused by disease progression; neck dilatation. The short (1cm) neck length at implant may have also contributed. Films showing the aui post-intervention were not seen in the films provided. No aui device issues were reported during the intervention and the rupture was reported to have been excluded.

Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck at implant was 26 mm in diameter and 10 mm in length with 35 degree angulation. There was severe tortuosity throughout the vessels and moderate calcification. Currently the aortic neck is 26-28 mm in diameter. It was reported the patient presented emergently. The CT revealed that aneurx stent graft had migrated 4-5 cm distally, leading to a proximal type I endoleak and ruptured aneurysm. The physician elected to implant an endurant 32 aui device due to the distance the device migrated. The aui device, an extender iliac limb and talent occluder were successfully deployed. The rupture was excluded. However, due to the severity of the rupture and subsequent blood loss the patient did expire. CPR was administered and other life saving techniques, however was unsuccessful. The physician stated that the cause of the event was dilation of the infrarenal aorta exceeded the existing graft seal limit. A 26mm aneurx was utilized at initial implant and the neck had exceeded to 26-28mm in diameter.